Event description:
Sigmoid resection procedure. Cs29 dlu was fired and pc displayed "firing cycle complete" message. The unit stapled but didn't cut and as a result, the unit was unable to be removed from the tissue. Surgeon had to manually open the anastomosis to remove the staples by hand and dislodge the cs29. An unintended ileostomy had to be performed and there was unanticipated tissue loss. The anastomosis was hand sewn to complete the case.